Event description:
It was reported, the patient's scs system has "not worked for some time" (date unknown.) The patient wants the system explanted. Additional information is needed to clarify the nature of the patient's issues and the patient's scs system has not been evaluated by an sjm representative to verify and/or troubleshoot the issue.

Manufacturer narrative:
1627487-07262012-002-r. This ipg serial number was included in a field advisory. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.